Manufacturer narrative:
The investigation determined that two reproducible, higher than expected, vitros valp results were obtained from a single patient sample on a vitros 5600 integrated system. The investigation could not determine a definitive root cause for the event. However, an unknown reagent issue, an analyzer related event or a pre-analytical sample mix up issue could not be ruled out as contributing factors. Expected performance was obtained using an alternate reagent pack of the same lot.

Event description:
A customer observed two reproducible, higher than expected, vitros valp results (>150.0, 243.6 vs. An expected result = 39.9 ug/ml) from a single patient sample on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, for an unknown reason, the customer repeat tested the affected sample prior to reporting the affected results outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).